Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant continued: 407652 implantable pacing lead (B)(6) 2012. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead had a micro-dislodgement. The sensing was diminished and capture threshold was elevated. The lead was reprogrammed and later on a revision was performed. Upon revision, adequate sensing and thresholds were achieved, but within hours of the revision, the sensing degraded and thresholds increased. The second day post revision, the measurements made an amazing recovery. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.